Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the allegation of unable to pause insulin delivery. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system tp1a.220624. 014.a716usqsbgxb1. Cloud - smartphone hardware sm-a716u. Cloud - cgm sensor type g7.

Event description:
It was reported that the omnipod system continued to deliver insulin after being paused, which resulted in hypoglycemia. Blood glucose levels decreased to the 40 mg/dl range while wearing the pump. Patient reported having to continually eat to raise her blood glucose. Patient confirmed the pump was in manual mode when she paused the insulin, and that is showed it was paused, but the app screen was not displaying a red bar to indicate the pump was paused. Insulet clinical product support reviewed data logs with the patient and found low blood glucose occurred due to the patient delivering multiple correction bolus. Patient was encouraged to discuss the situation with their health care provider. If additional information becomes available, a supplemental report will be submitted.